Manufacturer narrative:
Pump received with blank display due to moisture damage on electronic assembly. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, no delivery test, displacement test and verify failed battery test alarm, bad battery alarm due to blank display. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 200 mg/dl. Customer stated that he woke up in the morning with a blank display. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.